Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a low blood glucose level of 53 mg/dl. The customer reported receiving a calibrate sensor alert, then a calibration not accepted alarm twice and then change sensor alarm. The customer had no symptoms. The customer treated the low blood glucose level with carbohydrates. The current blood glucose level was 148 mg/dl. The customer did troubleshoot the issue. The insulin pump will not be returned for analysis; however, the sensor will be returned for analysis.